Event description:
On 1/30/98, pt noticed a "foul odor" and upon douching found material which had sloughed off of a tampon. Pt had a regular gynecological appointment scheduled for 2/9/98. On her february 9, 1998 appointment the intern was unable to locate her cervix and she was rescheduled with more experienced physician. During this period pt noted that she had continued to experience a "foul odor". A subsequent examination performed on 4/1/98 indicated that pt had bacterial vaginosis. The customer was then given a prescription for the infection. The complainant felt that she had been experiencing cramping and bleeding which was more severe than her previous period. The physician did not attribute the tampon specifically in the report when discussing the "odor" of the bacterial vaginosis.